Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power anomaly, low battery alert and spi to motor pic communication error alarm noted. No unexpected resetting after changing battery noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced off no power anomaly and spi to motor pic communication error. The customer's blood glucose value was 205 mg/dl. The customer did not receive low battery alert prior to the off no power alert. The customer was not able to perform normal or easy bolus. The product was returned for analysis.